Event description:
A non-healthcare professional reported that, in a clinical study, after an intraocular lens (iol) implant procedure, the study patient needed to undergo a surgical intervention due to posterior capsule opacification. At the time of reporting, the study patient was doing well. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.